Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w version 4.10e. Retainer ring = clear. P-cap / reservoir locks properly into place. Unit passed displacement test. The following were noted during visual inspection: pillowing keypad overlay, minor scratches on case, missing display window cover, cracked keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads.